Event description:
It was reported that neopicc was inserted in 2004 for prolonged venous access via "right hand vessel". Good blood return was noted nad catheter flushed well without resistance. Chest xray showed tip in right subclavian. 2 days later, pt's right arm, shoulder and chest were noted to be edematous. As a result, PICC line was removed. Catheter noted to be intact on removal. No other detail as provided. No other pt complications reported.